Event description:
On (B)(6) 2025, it was reported that the user¿s ilet displayed an empty cartridge alert despite use of a new cartridge. The user attempted to proceed but received repeated ¿unable to proceed¿ messages, along with a body weight alert. After confirming weight and retrying, the alert persisted. The agent guided the user through a dry run, which successfully reached 120 units, and then through a full supply change. Insulin delivery resumed without further issue. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.